Manufacturer narrative:
Sample 1 was the sample in question. The sample was collected into a bd lithium heparin tube with gel. The sample was centrifuged at 3,500 rpm for 10 minutes at room temperature. Three levels of accutni and ck-mb qc were tested prior to and following the event. Qc was within specifications. The washed portion of the system check was completed (B)(6) 2008 at 19:58 and met specifications. A field service engineer (fse) was dispatched: the fse performed hs system check. Results met specifications. The fse counseled customer on proper sample handling and other steps to avoid false positive reporting. A clear root cause can not be determined to date.

Event description:
The customer obtained non reproducible elevated troponin (accutni) and ck-mb results for one patient's sample. The erroneous accutni result was below the ami cutoff in risk stratification and repeated negative on the same sample as well as additional draws. The erroneous ck-mb result was above the reference range and repeated within the reference range for the same and subsequent samples. The erroneous results were reported outside of the laboratory and questioned by the physician. No report of change to patient treatment has been received by bci.